Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device involved in the event has not yet been returned to the manufacturer. Attempts to contact the facility to obtain additional information have not been successful. It is not known at this time if the pump or pump logs will be returned from the facility for investigation. As a result, to date the pump or pump logs have not been received; therefore, the exact cause of the reported incident could not be determined without having the actual pump returned, a thorough investigation could not be performed. No specification conclusions can be drawn. All available information has been forwarded to the device manufacturer. If the pump or logs are returned for evaluation and/or additional pertinent information becomes available, a follow up report will be filed.